Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Foreign country: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the closing of a cranium, two screws could not be gripped. As the screw head was going to crush, surgeon stopped to screw more. The procedure was completed using alternative screws. The sales representative was able to reproduce a similar situation after returning to the branch office. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screws were visually evaluated and found to show signs of use. The threads appeared to be in good condition, but the cross-drive interface on the head of the screws were worn. The screws were functionally tested for retention using a driver and blade. The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. The screws both failed this retention test, therefore, the complaint is confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force to the cross slots. Potential contributing factors are using a worn or incorrect blade and incorrect alignment of the blade and screws. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.